Event description:
Patient requiring mechanical circulatory support via an impella cp. On (B)(6) 2019 the patient¿s impella device stopped functioning while the patient was in intensive care unit requiring emergent surgery. (B)(6) female with cad, type 2 diabetes and history of myocardial infarction and CABG. Patient was admitted on (B)(6) 2018 due to worsening cardiac and respiratory symptoms. Due to her low cardiac output and severe left ventricular systolic failure it was decided that she would be a candidate for mechanical circulatory support. On (B)(6) 2019 she underwent placement of the impella cp. The impella cp was positioned without complication trans-aortic into the left ventricle and left ventricular support was initiated. On (B)(6) 2019 it was discovered that the impella cp had an acute malfunction in the intensive care unit with complete stoppage of the pump and inability to restart the pump. The patient was taken immediately to the hybrid room for impella removal and replacement. On arrival to the hybrid room the patient became unstable and went into pea arrest. The patient was placed on cardiopulmonary bypass. The impella was removed. Another impella was placed. There was multiple attempts to wean the patient from cardiopulmonary bypass with temporary periods of stability followed by worsening respiratory response. The patient was transitioned from cardiopulmonary bypass to ECMO. The patient was transferred on va ECMO support, impella support to the intensive care unit in stable condition. The impella was picked up by representatives of abiomed for interrogation of the device to determine the cause of the malfunction.